Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss could not be confirmed due to the evidence with the returned device indicating both the posterior and anterior cuffs were engaged. The returned device analysis noted two anterior cuff tabs were broken and one was bent with anterior needle barb damaged indicating there was engagement with the anterior cuff. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that after a diagnostic catheterization, arteriotomy closure of a common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss was observed. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.